Event description:
It was reported by the rep that when the device was used during a laparoscopic assisted vaginal hysterectomy, it did not cut completely. Bleeding occurred and a competitors device was used to complete the case. There was no further known consequences to the patient.